Manufacturer narrative:
Calibration was acceptable. Based on calibration and qc data, a general reagent problem can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Qc was acceptable on the day of the event. Maintenance was done correctly. The reaction monitor showed a normal reaction curve. It was noticable that the initial and final absorption for the intial result was lower than for the repeat result, indicating that not enough sample was present for the initial result. Investigation is ongoing. H3: na.

Event description:
We received an allegation of a discrepant low result for 1 patient's sample tested with calcium (ca2) assay on a cobas c303 analytical unit serial number (B)(6). Initial result: 5.36 mg/dl. 1st rerun result: 10.3 mg/dl. 2nd rerun result: 10.4 mg/dl. The questionable result was reported outside the laboratory. The physician questioned the result and requested a rerun. The sample was heparinized plasma in hitachi cups.